Manufacturer narrative:
H.6. Investigation: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Field service engineer (fse) was dispatched and it was identified that the instrument is currently working within bd specifications. The complaint is not confirmed because the issue occurred due to workflow induced errors, customer is required to meet certain installation requirements on bds part, the instrument was reviewed and it is in good condition. The root cause is related to "workflow induced errors". DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 19 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated there was no patient impact. " false positives. " there were 18 adult vials and one pediatric, they were patients, the client did the gram, the patient was not treated because they confirmed it with the gram.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 19 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated there was no patient impact. "False positives." There were 18 adult vials and one pediatric, they were patients, the client did the gram, the patient was not treated because they confirmed it with the gram.